Event description:
Relative of home patient (hp) reports leak with cassette of homechoice set. Leak noted at end of treatment when "little drips" were noted inside door of device. Same homechoice device was used following evening without incident. Relative will request new machine. No pt injury or medical intervention required per relative.